Event description:
A medtronic representative reported that while in a cranial procedure, synergy cranial 2.2.5 became unresponsive during 'navigate'. Medtronic representative instructed them to re-boot the system; registration was saved and they were able to proceed back to navigate. The surgery was completed with the use of the stealthstation s7 system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic representative was unable to replicate the issue. Software has not been evaluated as of the date of this report.